Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. A new cartridge was loaded to resolve the issue. Customer went to the emergency room (ER) with a blood glucose (bg) level of 400 mg/dl. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged later the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.